Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported error code 810.9070 in display. No patient involvement.